Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, an 83-year-old female underwent a stent placement procedure for left lower limb venous stenosis involving venous stent were placed after pre-dilation and post-dilation with a 14 mm balloon. The following day, in-stent restenosis was confirmed in civ and eiv, and a secondary pta intervention via the popliteal vein resolved the stenosis. However, the current status of the patient status is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, no specific lot was provided, therefore, no DHR-review could be performed investigation summary: neither sample nor images provided which leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout the procedure for regular deployment. Regarding access/ accessories the instruction for use state: ¿ 9f introducer for a stent diameter of 14 mm ¿ 0.035 inch (0.89 mm) diameter guidewire'. Regarding pta the instruction for use state: predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' A stent size selection table is part of the instruction for use describing the relationship between vessel diameter and stent diameter. 'Stent occlusion/ thrombosis' was found mentioned under potential adverse events that may occur. G3, h6 (method) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, an 83-year-old female underwent a stent placement procedure for left lower limb venous stenosis involving civ, eiv, and cfv. Stents venem14140 and venem12100 were placed after pre-dilation and post-dilation with a 14 mm balloon. The following day, in-stent restenosis was confirmed in civ and eiv, and a secondary pta intervention via the popliteal vein resolved the stenosis. The patient status unknown.